Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Analysis of the returned parts namely, piston pump assembly, part number 8921192401 and red ureth tubing, list number 8310680601 showed the piston pump had burnt/scorched marks indicative of an electrical short and had evidence of liquid contact (crystalized sediments). The red urethane tubing which goes into valve 117, showed a damage area with a hole which may have contributed to the leaking liquid and subsequently, caused the electrical short in the piston pump assembly. It was also observed that the red urethane tubing was old and occluded. The condition and the amount of occlusion of the returned tubing showed an accumulation and permeation of bleach deposit for a long period of time. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed evidence of fire on the cell-dyn sapphire analyzer. Customer states tubing (part 8310680601) above valve 117 came into contact with asp pump and burned a hole in the tubing. The customer saw smoke coming from analyzer. Upon inspecting the tubing is not singed but is damaged. Customer states instrument doors was closed at time of incident and customer was wearing lab coat and gloves, no exposure or injuries occurred.